Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has stimulation therapy implanted to treat both their bladder and pudendal nerve pain. Patient's bladder does not send signals for them to go to the bathroom. Patient reported they are having problems with the interstim and they suspected the ins battery was dead. The patient reported they are having pain and are not sure what is going on with the leads but their back is hurting so bad where the implant is locatedand they do not feel any stimulation sensation despite increasing. Patient started to have pain maybe 4-5 months ago now. The pain is around the implant and "probably where the leads are". The pain is in their back down to where the interstim is implanted. Patient saw their doctor last week and told them what was going on and they gave patient some antibiotics because they are always getting bladder infections. The doctor recommended patient contact the manufacturing representative. Discussed with patient that the ins battery is not dead as patient was able to successfully sync to the ins using their 3037 programmer during the call. The therapy was turned off. Reviewed how to turn back on again and patient was able to increase the stimulation but stated they do not feel anything and also appeared to be encountering intermittent poor communication. Patient denied any falls or traumas.